Event description:
The device was used during an unspecified laparoscopic gynecological procedure. Reportedly, the suture broke and bleeding was observed. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.